Event description:
While discussing another matter, the reporter mentioned that there had been an incident 4 to 12 months prior involving the use of an xlt tracheostomy tube where the tube had partially separated from the hub and the patient had died. The reporter indicated that tube did not fully separate from the hub, and therefore the staff was able to extricate the tube. There is considerable disagreement within the institution as to whether the xlt was contributory to any atient injury, the reporter indicated that all but one of the staff felt the patient injury was attributable to problematic nursing procedure. Efforts to obtain any further information were unsuccessful.